Manufacturer narrative:
The patient was born in 1989. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further specified as non-compliance to sterilization technique. On the same day as the onset, the patient was hospitalized for peritonitis. Treatment for the peritonitis and the patient¿s outcome were not reported. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.